Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. An initial report was previously submitted to FDA on 02/09/2009; however due to emdr submission issue related to the supplemental report, this is being filed again as an initial report.

Event description:
Boston scientific crm received information that the patient with this device was working on a truck and was shocked by a loose with a short. After the shock, the patient felt chest pain. Subsequent information was received that this device was explanted and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings.

Event description:
----